Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, for grainy image the cause was the malfunction of imaging unit and for the issue of no image the cause was a damaged scope connector. For both the malfunctions the cause was also traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a grainy image and no image. There was no patient involvement.